Event description:
Lenstec received an email stating "the injector was found broken during the surgery. Another lens was implanted"

Manufacturer narrative:
The investigation is ongoing and once the investigation has been completed a supplemental report will be issued.

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. As the device was not returned for inspection, lenstec was unable to perform a more detailed investigation into this complaint and is unable to determine what would have caused this incident to occur. However, lenstec confirms that the pli, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating "the injector was found broken during the surgery. Another lens was implanted".